Event description:
It was reported that during an unknown procedure, not all the staples came out during firing. The staples that did fire were formed properly. The procedure was completed with sutures. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.